Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the apply sample message. According to the info provided, the pt had been using incorrect testing techniques. The pt neither alleged harm nor experienced injury. They visited their physician and a blood glucose reading of 117 mg/dl was obtained. No treatment was administered. The customer service rep confirmed that a sufficent sample size was being applied and the meter would only prompt the apply sample message. Based on the info supplied, there is no indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue not resolved through throubleshooting.